Manufacturer narrative:
Uf/importer report # (B)(4) was received from our distributor, (B)(4). And they confirmed that there is no defect in the table with their inspection of the table. Our understanding is that this adverse event occurred due to inadequate distribution and position of the patient weight on the table. So our distributor retrained the hospital staff again in order to prevent this kind of the event.

Event description:
Description of importer report #(B)(4); near the end of a robotic gastric bypass surgery, the bed tipped (with the patient on it) and the end where her head was hit the floor. The (B)(4) bed was in reverse position with the head piece on the foot, but my understanding is that the bed should support 500 lbs in that position. The patient only weighed about (B)(6) lbs. Fortunately, several staff members came into the room and force their weight on the opposite end of the bed to get it back down to the floor. The patient and staff appear to be uninjured. Imp ref# (B)(4).